Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx halo single system device on an unknown date. According to the complainant, the patient experienced difficulty voiding post operatively. Self-catheterization by the patient did not resolve the event. The sling was revised in (B)(6) 2014. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. There is no information if the device will be returned for evaluation; if any further relevant information is identified, a supplemental medwatch will be filed.